Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seals are being removed from the package with the "burrito" situated in such a way that the edges fold inwards upon themselves without overlapping. The heartstring seals can not be configured properly for use. Replacement heartstring seals were used to complete the procedures. The hospital did not report any patient complications. These 10 heartstring seals were used on 2 different cases; however, it could not be identify which case the seals belong to. All 10 heartstring seals are documented under one rga.

Manufacturer narrative:
Investigation results: as received, the seal was position within the loader and was not loaded into the deliver device. The tension spring components were fully inside the delivery tube. The seal was pressed upon by delivery tube and its shape became partially distorted. The delivery device stayed attached to the loader with the plunger, was not depressed. The reported complaint is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.